Event description:
Surgeon reported that at 10 weeks post op tka, a pt presented with pain over the pin sites on his tibia and much tenderness over the distal pin site. Although x-rays did not show a fracture, an MRI showed a stress fracture of the mid tibia. The fracture was treated by non-operative means such as protected weight bearing, bracing and external bone stimulator.

Manufacturer narrative:
The product was not returned for eval. A recall was initiated on the instructions for use for these pins. The instructions for use was revised and now contains new warnings regarding aspects of pin placement in the femur and tibia.